Event description:
It was reported the patient was feeling stimulation on the left side, near the vaginal area, which was different from the trial. During the trial, the patient felt stimulation on the right side in the rectal area and ¿things were working out a little better.¿ stimulation in the wrong location was noted. The day following the implant, the patient was trying to synchronize with their device. It was noted the pocket area felt ¿pretty fat¿ and the poor communication screen was seen. The patient was unable to adjust stimulation. It was noted that programmer training was ineffective because the patient was still under the effects of anesthesia. After more attempts, the patient was able to synchronize and it was determined the implantable neurostimulator (ins) was off. The patient turned the ins on. When the patient turned it on, they felt the tingling in their left butt cheek. Within 30 minutes, the tingling had moved to their vaginal area and it hurt ¿bad.¿at 3.0v the patient was having pain and ¿shockers¿ down their left side. They took a ¿pain pill.¿ stimulation was decreased to 2.4v and the patient did not feel any stimulation, but still felt some pain while standing up. The patient decreased to 2.4v and again the patient felt ¿absolutely nothing,¿ but the pain was gone. It was indicated the patient would later ¿have feeling down there,¿ but it was not as painful and they noticed it again when they were ¿wiggling around.¿ it was reportedly not a tingling, but a ¿dead hurt.¿ it was also noted the patient also had pain from the procedure which did not resolve with decreasing stimulation. This was reportedly due to the anesthesiologist using versed, which ¿didn¿t do anything¿ for the patient. A few days later, stimulation had been increased to 2.9v and the patient was having pain in the pelvic area, especially when they got up and walked around. Stimulation was decreased again and it was indicated the healthcare provider (hcp) told the patient to turn stimulation off for a couple of days. Per the hcp, reprogramming was needed and the device needed to be turned down. No other actions were taken. The patient turned the device back on a few days later and had stimulation at 2.6v and it was still hurting in the vaginal area. Stimulation was decreased to 2.2v and it was comfortable. It was noted the patient had not gotten any symptom control since implant, however the hcp noted that there was greater than 50% symptom reduction. It was unclear if the patient was receiving therapeutic benefit. The patient was still having concerns and had an appointment with the hcp on (B)(6) 2014. No outcome was provided with this event. Further follow up is being conducted to obtain this information. A follow up report will be sent if additional information is received.

Event description:
Additional information received reported that it was unknown if there was a 50 percent or greater symptom reduction. The cause of the event was vaginal pain and no troubleshooting, interventions, or other actions were taken to resolve the event. The device was turned down on (B)(6) 2014 and on (B)(6) 2014 the device was turned down further due to ongoing vaginal pain. No malfunctions were seen and the cause of the issue was not determined. It was unknown how the patient was doing now. The device was reactivated while in the hospital on approximately (B)(6) 2014 by the manufacturer representative.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0l8cb, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).